Manufacturer narrative:
UDI#: not applicable. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Allergan is unable to confirm with the healthcare professional, therefore additional event, product or patient details are not attainable. The events of painful lumps are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.

Event description:
Patient reported that after injection in the cheeks with one syringe of unspecified juvederm voluma, the patient experienced "painful lumps" a week later at the injection site. Patient was prescribed prednisone.